Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device broke') and ovarian cyst ('ovarian cysts on right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain ("pain on right side of abdomen post surgery"), constipation ("constipation") and polyarthritis ("arthritis in neck shoulder, hip , knee"). The patient was treated with surgery (hysterectomy and ovaries removed). Essure was removed. At the time of the report, the device breakage, ovarian cyst, abdominal pain, constipation and polyarthritis outcome was unknown. The reporter considered abdominal pain, constipation, device breakage, ovarian cyst and polyarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device broke') and ovarian cyst ('ovarian cysts on right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain ("pain on right side of abdomen post surgery"), constipation ("constipation") and polyarthritis ("arthritis in neck shoulder, hip, knee"). The patient was treated with surgery (hysterectomy and ovaries removed). Essure was removed. At the time of the report, the device breakage, ovarian cyst, abdominal pain, constipation and polyarthritis outcome was unknown. The reporter considered abdominal pain, constipation, device breakage, ovarian cyst and polyarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.